Event description:
It was reported that an asymptomatic patient was seen in clinic during follow-up in backup vvi. The device was implanted in (B)(6) 2010 and the back up status report on line 11. Is 2.99v, which confirms that the battery voltage had not reached eri. A device download was performed successfully. Backup vvi status report will be sent in by caller.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.